Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the heater line of a homechoice cassette and the heater bag which resulted in a leak. This occurred during dwell three of four of peritoneal dialysis therapy when the patient was connected. There was no issue when connecting the bag during set up. Renal therapy services assisted the patient with ending the therapy session. The patient would contact their peritoneal dialysis registered nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.